Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was warming (heating) up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed cutter insertion. It was determined that the issue with the device failing cutter insertion was caused by the bearings being worn out and creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this issue was consistent with normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number was documented as (B)(4) in the initial report. This has been updated to (B)(4). The unique identifier( UDI) has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was warming up and the motor device and cutter devices were hard to remove and replace. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.